Event description:
It was reported that during insertion, the tip of the implant broke. Tip remains in the patient unsecured. Re-punch/tap and case was completed with another implant successfully. Shoulder rcr.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed approximately .17" of the distal tip of the of the bio-corkscrew was sheared off. The threads adjacent to the fracture area of the screw were damaged and mid thread crests were damaged/flattened as well. No damage was observed on the proximal end of the bio-corkscrew or on the driver. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this event include insufficient bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. Per product directions for use (dfu-0031), if working with soft bone, use the punch to create a pilot hole for the anchor. In hard bone, first use the punch to create a pilot hole, and then insert the tap to better prepare the bone for the anchor. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.